Manufacturer narrative:
Unit function properly during rewind, basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No prime/fill anomaly noted during testing. Unit received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call prime anomaly on their insulin pump. Customer's blood glucose level was 93 mg/dl. Customer advised insulin squirts out everywhere during manual prime process. Troubleshooting for the prime rewind was performed. Customer advised insulin continues to drip after motor stops during the manual prime process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.